Manufacturer narrative:
Pcb inspected and no gross deformities identified. Set-up in test unit and ran for a week. Investigator was unable to duplicate the failure observed by the customer.

Event description:
Hosp states unit went inop. Service technician not aware of any pt problems with this complaint.